Event description:
It was reported that a solution or blood administration set leaked from the luer lock. The luer lock was noted to have ¿fine fissures¿. This was identified while the device was being primed with "contract fluid". The reporter stated that a power injector was not used during the event. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. Functional testing was performed with no issues noted. Visual inspection of the luer locks revealed traces of dried solvent. However, these traces of dried solvent are considered cosmetic and they do not interfere with the patient treatment. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Initial reporter address: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.